Event description:
(B)(6). Date of event: best estimate is (B)(6) 2011. According to the information received the user stated that when she opened a box of catheters, she discovered they did not have tips on them. She did not use the product.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.